Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was tested onsite for 72 hours and no alarms or stop of ventilation was noted. No parts have been replaced. The ventilator has been continuously used since the reported event date (B)(6) 2019. The registrations from event date have therefore been overwritten in the event log. The reported stop of ventilation cannot be confirmed. The ventilator passed pre-use check prior and after the event and the technical log does not contain any technical error codes to indicate any ventilator malfunction. The root cause of the reported event has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator stopped. The patient desaturated to unknown level. The ventilator was replaced. No adverse consequences were caused to the patient. Manufacturer's ref #: (B)(4).